Event description:
It was reported that the patient underwent an explant due to ipg not functioning as intended. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.